Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the implantation of lens it was observed that there was mark or crack or fissure on optic of lens when observed through the microscope. Additional information has been received that there was no patient harm. Additional information has been received that the reporter suspect that the injectors are the ones that have presented defects since the lenses are verified before assembly under a microscope and at that time no damage has been observed in the lens until after that the injector has been used for implantation. There are three medical device reports associated with this file. This report is associated with the 1 of 3 files.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened monarch samples were received for the report of mark, fissure on optic of lens after implantation. The returned samples were visually inspected and found to be conforming. Dimensional test were performed for plunger height position and deemed conforming. Functional test were performed for thread engagement and plunger movement through the barrel and deemed conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore the small fissure on optic of the lens after implantation as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).